Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
The information provided in this report does not constitute an admission that the device caused or contributed to the reportable event. (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 140 wear problem, 3211 deformation problem investigation conclusions: 61 unintended use error caused or contributed to event.

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred in the united states during use. The customer reported that the suction channel was blocked and mentioned "resistant suction control valve" involving the pentax medical video colonoscope model ec-3890li, serial number (B)(4). The user facility responded to a good faith efforts(gfe) via email on (B)(6) 2021 and stated the procedure was for diagnostic purposes. The procedure was completed with the reported device and there was no reported risk to the patient or other patients. The patient was not recalled for any additional screening or testing. The patient was discharged and had a scheduled visit for (B)(6) 2021. No details of the june 29th visit were provided. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented did not find the channel blocked but did confirm the customers experience based on "suction function low flow and operation channel twisted in bending section" and the technician also documented the following inspection findings on (B)(6) 2021: up/ down brake knob/ lever markings faded, distal body chip at channel opening at thinnest part, passed wet leak test, passed dry leak test, air/ water socket worn thread, scope case lock damaged, fluid invasion not observed in pve connector, air/ water socket cylinder o-ring chipped, ccd driver circuit board incorrect scope parameter, fluid invasion not observed in control body. The device underwent repairs including the following components: gi-90/i10/k10 series cardboard scope cas, o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, angle wire, rl pulley assy, ud pulley assy, air/water socket, o-ring (1.8x19.8), air/water supply tube lg, jet supply tube lg, rl lock knob, rubber trim collar. Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2009. The endoscope was approved by final qc and delivered to the customer on (B)(6) 2021 under delivery order (B)(4). This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.